Manufacturer narrative:
Follow-up: (B)(6) 2016 - customer reported that blood glucose levels are in target range. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 405 (mg/dl) following a supply change. Customer administered a correction bolus to treat bg level. During troubleshooting with tandem technical support, customer smelled insulin around the luer lock and the luer lock subsequently disconnected. Customer was instructed to connect new tubing to her cartridge and then fill it. Recommendation was made to discuss diabetes management with health care provider.